Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The home patient stated that she pressed go before she connected to the machine. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. (B)(4) asked the patient if they were connected and the patient said yes. (B)(4) asked the patient if she pressed "go" before she connected and the patient said yes. (B)(4) had the patient cycle power to clear the error. (B)(4) then had the patient turn the hc off and discard the supplies. No injury or medical intervention was reported.